Event description:
It was reported that a malfunction alarm occurred. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin until replacement pump arrives. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl.